Manufacturer narrative:
The user did not return the device that the needle broke off from. The two used samples sent in for evaluation had the back needles bent over, which is a user error when threading the pen needle onto the pen injector. The full report is attached.

Event description:
Wife called on behalf of husband who had pen needle brand switched by pharmacy. Husband complaining of bent and broken needles. Needle has broken off in skin, though wife was able to remove it and tend the area as necessary. Wife says husband does not leave pen needle on pen, nor does he reuse the needle. Date of broken needle in skin was not given.